Manufacturer narrative:
The cause of the post-op complication (recurrence) is inconclusive. Adverse reactions section of the instructions-for-use (IFU), warnings section states, ¿to prevent recurrences when repairing hernias, the prosthesis should be large enough to extend beyond the margins of the defect.¿ recurrence a known complication of surgical repair and listed as a possible adverse reaction in the IFU supplied with the device. Doctor expressed concern for possible complication if surgeon chose not to use fixation of the 3d max implant. The decision to use fixation is a medical decision made by the operator based on surgeons assessment of the patient need. The IFU supplied with the device was reviewed. Per the precautions section: ¿only physicians qualified in appropriate surgical techniques should use this prosthesis", "if fixation is used, bard permanent or absorbable fixation devices or nonabsorbable monofilament sutures are recommended to properly secure the device. If other fixation devices are used, they must be indicated for use in hernia repair". If fixation is used, care should be taken to ensure that the mesh is adequately fixated to the abdominal wall. If necessary, additional fasteners and/or sutures should be used.¿ no lot number has been provided; therefore, a review of the manufacturing records is not possible. This MDR represents the 3dmax (device/case 1), another MDR will be submitted to represent the the 3dmax light (device/case 2). Note, the date of event is not known at this time. Estimated date of the event is based on the date of awareness to bd as (B)(6) 2021.

Event description:
During a lab a surgeon expressed to a bd employee, concerns about using the bard/davol 3dmax without fixation. Surgeon reported recurrence with bard/davol 3dmax (device/case 1) where the mesh eventrated (migrated) into the hernia defect when used without fixation. This condition was observed in re-operation to treat hernia recurrence. Surgeon also mentioned a recurrence with 3dmax light (device/case 2), although he did not recall whether fixation was used in that case or not. The surgeon's reported concern stems specifically from claims that 3dmax can be used without fixation despite his perception that it may shift enough to allow hernia recurrence in some cases.